Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer reported via phone call damage to the insulin pump. Customer advised they dropped the device into the toilet but saved it from the water. Troubleshooting for the cosmetic damage was performed. Customer advised there was no visible damage on the insulin pump. Customer performed the self-test and passed. Customer advised the insulin pump is not vibrating without an alarm or alert. Customer advised the insulin pump display did not go blank immediately after being exposed to moisture. Customer declined to further troubleshoot the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.